Event description:
The customer reported that the sys would quit (shut down) in the middle of a procedure and display a communication error messages. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board was replaced and the sys software was reloaded. The sys was then found to be operating as intended.